Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had scratched display window.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 647 mg/dl. The caller stated that the insulin pump was not functioning and has been off the insulin pump for a couple of days, but she connected the night before with a new infusion set. The customer experienced nausea, vomiting, confusion, and poor vision. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. Time, date, basal rates, and bolus wizard were correct. Performed the high pressure test and passed. The caller mentioned that insulin was leaking out of the reservoir and the buttons were sticking. No further information was provided.